Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was using a wheelie frame and gradually slid to the floor while walking into the clinic. There was no indication that the patient lost consciousness. Boston scientific technical services (ts) reviewed the available information and indicated there was slow ventricular tachycardia (vt) around 130 bpm with av dissociation. The initial therapy was inhibited due to the unstable rhythm. After the therapy criteria was met, anti-tachycardia pacing (atp) therapy was delivered. Five bursts of atp were ineffective; however, the last atp accelerated the rhythm into the ventricular fibrillation (vf) zone. A shock was delivered and successfully converted the rhythm. No additional adverse patient effects were reported.